Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7076690.

Event description:
It was reported that the patient had difficulty aligning the charger to the ipg. X-ray was taken which showed that the ipg and lead migrated. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.